Event description:
Customer reported that a 5ml abx actifuse was implanted into a patient and after reviewing the implant record it was found that the product had expired. No patient or user injury reported.

Manufacturer narrative:
(B)(4). The manufacturing facility, baxter (B)(4), completed the investigation. Neither a complaint nor companion samples were provided for evaluation. Reviews of the batch record for this product lot (s80ppd2943cp) indicated that all release/testing specifications were met. The review showed no non-conformities, failures, rework or deviations that are related to the reported complaint issue. No changes to specifications, test methods, process, equipment, or raw material were made that could be associated with the reported problem. Labeling review by baxter (B)(4) found that the instructions for use (IFU) clearly states: "read expiration date before use. Do not use if expiration date has been exceeded". Also the label on the carton states the expiration date as well. IFU's are present in each carton pack. The instructions were found to be accurate and sufficient. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: use of product which is clearly past its expiration date is beyond responsibility of the manufacturer. Possible risks of using expired products are loss of sterility or impact on function or efficacy. As no infection or other impact on patient was reported, loss of sterility can be safely ruled out. The anticipated function of actifuse is a process of remodeling into autologous bone, which normally takes several months. Although it is unlikely, impact on function or efficacy cannot be determined immediately after implantation as there are numerous clinical conditions which may influence this process. Additional investigation is currently ongoing. Upon its completion a follow-up submission will be sent. No sample is available as the product was used.